Event description:
On september 10, 2008, the lay user/patient contacted lifescan alleging that a one touch ultralink meter had an "error 4" issue. The patient indicated that the alleged meter issue started 3-4 months ago on an unspecified date/time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the alleged issue began, the patient claimed that he developed symptoms of feeling "funny." The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The reported issue was resolved after the patient retested with a new vial of test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved "error 4" issue using a specific vial of test strips. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient did not have any symptoms suggestive of severe hypoglycemia or hyperglycemia. The patient also denied receiving medical intervention from a health care professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.